Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the following readings were obtained for a patient with the inform meter within 2 minutes: 83 mg/dl and 331 mg/dl. Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 1) 83 mg/dl and 331 mg/dl (meter) 2) 40 mg/dl (lab) lab result was reported 1.5 hours after the second meter reading was obtained. Patient was asymptomatic of the higher meter result. Treatment was delayed until the lab result was reported. Patient was treated with apple juice after the lab result was reported. No adverse event reported. Requested return of suspect device, and replacement was sent.